Event description:
Customer called to report a system pressure dome blood leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report a blood leak. Customer stated the system pressure membrane leaked during buffy coat collection. Customer stated the membrane popped off. Customer aborted the treatment and no blood was returned to the patient. Service order (B)(4) was dispatched to service serial number (B)(4). Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot b339 was conducted. There were no non-conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for system pressure dome blood leak were reported to date for this lot. No trends detected. Service order (B)(4): service engineer verified the spill was under the collect pump. Service engineer replaced the collect pump head due to contamination. System checkout was performed and completed successfully. System came to ready without any errors. The repairs have returned this instrument to expected operation. The assessment is based on information available at the time of the investigation. No product return was received from the customer for investigation. The root cause for this complaint cannot be determine based solely on the information provided by the customer. (B)(4).